Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable pulse generator (ipg) was interrogated, and exhibited elective replacement indicator (eri). Premature depletion was suspected, and the device was not used for implant. No patient involvement.